Manufacturer narrative:
Abstract of the 62nd annual scientific session of the (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via an abstract of the 62nd annual scientific session of the (B)(6). It was reported that thrombosis occurred. Five years ago, a paclitaxel eluting stent was implanted to the left anterior descending artery (lad) due to acute cardiac infarction. Dual antiplatelet therapy with aspirin and clopidogrel was continued. The patient was hospitalized due to anemia and nausea. Pyloric stenosis due to stomach cancer was confirmed. Therefore, dual antiplatelet therapy could not be continued and the patient was medicated with heparin. Two days later the patient experienced chest pain and acute cardiac infarction. Percutaneous coronary intervention was performed. The lad was 100% occluded and thought to be very late stent thrombosis. Optical coherence tomography (oct) showed the same observation. Aspiration and plain old balloon angioplasty (poba) were performed. Timi 3 was observed and the procedure was completed. A blood transfusion was required due to nausea but stent thrombosis did not reappear.